Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The patient stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). This medwatch will cover test strip lot number 29778721. Please refer to the medwatch with patient identifier (b)(5) for information related to test strip lot number 26683421. The patient tested a sample on the meter using test strip lot number 29778721 and the result was 5.3 inr at 10:04 p.m.. At an unknown time on the same day, a sample from the patient was tested on the meter using test strip lot number 26683421, resulting with a value of 3.8 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not have medication changed based on the meter results. The patient's current condition is fine. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The patient does not have antiphospholipid antibodies or anemia. The patient does not have a special or unusual diet. The patient has not had bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Retention test strips (297787 and 266834) were tested in comparison to the master lot on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.